Event description:
Pt presented back to clinic with mild effusion by 2 week follow-up. Puncture was performed on (B) (6) 2008, 45 ml fluid was drained. The adverse event gradually resolved by the 6 week follow-up (B) (6) 2008. The doctor believes the adverse event is definitely related to the procedure and definitely related to the device.

Manufacturer narrative:
No product is being returned for eval. (B) (4)